Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) and approximately 40 minutes after an atrioventricular node ablation a pacing problem was identified and increase in thresholds were observed. The ipg was reprogrammed, and later inactivated and a replaced with a transvenous pacemaker. No patient complications have been reported as a result of this event.